Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a m2 niti taper .06 sterile wp16 file broke during use. The broken part could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
Summary: involved product that broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1852770). The two unused mtwo unifiles 6/100 ad 25mm 025 which were returned were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. For information, this product is manufactured by maillefer for vdw, it's up to vdw to make sure that the product has been used in compliance with dfu.